Event description:
It was reported when using the bd plastipak¿ luer-lok¿ tip syringe there was scale marking missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the syringes do not have a scale."

Manufacturer narrative:
H6: investigation summary: two photos and two 3ml syringes (p/n 309658) were received. The samples were visually evaluated. One was sealed in its blisterpak, and the other's blisterpak was partially opened, both were from batch #1159583. Each syringe was observed to be missing nearly all of their print with a small amount of illegible print located near the barrel collar. The syringes were non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is likely a clogged ink manifold contributed to the missing print condition. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1159583 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ tip syringe there was scale marking missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the syringes do not have a scale."